Manufacturer narrative:
This MDR is the result of a retrospective review of complaints for the purpose of identifying concomitant devices. The reported event describes side effects from the procedure or patient symptoms due to their condition. This product is considered a concomitant device and did not contribute to the reported event. The device referenced in this report was returned for evaluation. Visual inspection did not show any physical damage. The device underwent acoustic testing and it passed.

Event description:
It was reported that during an unspecified procedure, the patient's blood pressure dropped. The acunav ultrasound catheter confirmed pericardial effusion. The patient was given heparin and was administered neo-synephrine to help regulate blood pressure. A pericardiocentesis was performed and the physician removed approximately 300 cc's of fluid from the patient's pericardial cavity. The patient was reported to be stable but was under observation. No additional information was provided.

Manufacturer narrative:
.

Event description:
Additional information was received and it was reported that during an atrial fibrillation (afib) ablation procedure, the patient was provided with an unspecified anticoagulation drug. As the physician performed a transeptal puncture, blood poured into the pericardial cavity. The physician believes that the heart was perforated during the transeptal puncture while manipulating the introducer sheath. A pericardiocentesis was performed to removed the fluid which accumulated in the pericardial cavity. The patient fully recovered and no clinical sequelae was reported. No additional information was provided.